Manufacturer narrative:
Follow-up #1: date of submission, 10/01/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 09/15/2015 with the following findings: a review of the pump¿s black box showed one cs 071 call service alarm. There was no debris observed in the cartridge compartment. During testing, the pump was powered on to the verify screen with audio tones and vibrations functional. The pump performed the ezprime steps with no call service alarms occurring. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no call service alarms. The pump case was removed and no intermittent conditions were found inside the pump. The complaint of a call service alarm issue was shown in the pump history but was not duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.